Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded battery tube threads and battery cap. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated that she was changing batteries and had three blank displays with the display not returning. The customer stated that there was slight residue on the battery cap. The customer was advised to monitor the pump and call back if the issue recurred. The insulin pump was returned for analysis.